Event description:
It was reported that during removal of this dialysis catheter, it was noted the cuff had detached from the catheter and remained in the pt. The detached cuff was successfully retrieved from the tissue. Another dialysis catheter was not placed as treatment was completed at that time. The pt's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Pt anatomy and/or user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.